Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05101. On (B)(6) 2011, the patient underwent a surgical procedure to add a percutaneous lead and a paddle lead. During the procedure, the doctor had difficulty placing both leads in a location where root stimulation was not achieved. After several unsuccessful attempts, the procedure was aborted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.